Event description:
Complainant stated the two sacral screws broke while in the body. The screws were implanted for over 4-years and the pt did not fuse. A revision was performed and new hardware installed. The explanted hardware was given to the pt.